Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm or scrolling numbers anomalies were noted. The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. All operating currents were within specification. The pump was monitored and no noise anomaly or vibration anomalies were noted during testing. No unexpected low battery alarm was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating high blood glucose readings and a button error on the insulin pump. The customer's blood glucose was 510 mg/dl. The customer treated with manual injections. The customer stated that she went to bolus for high readings and started to press the up button and when she released the button, the pump would not stop. The customer stated that the pump was scrolling on its own. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.